Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1311902) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female pt underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the ctr of the femoral head via a 6f sheath (model unk). A pre-procedure femoral angiogram revealed a presence of "heavy" pvd/calcium in the vicinity of the access site and the vessel size 8 mm. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pullback towards the first stop. The device was removed and the pt was converted to 30 minutes of manual compression. Hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.